Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that they noticed a few drops of fluid from the probe area of the coulter ac*t series analyzer. Customer reported that the leak was on the counter and not contained within the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the tubing through valve 8, sample syringe, valve 12 (sample/diluent directional valve), valve 14, peristaltic tubing and check valves.